Event description:
Rockhawk used with spiderfx. Spiderfx was in the distal popliteal-post procedure, physician tried to retrieve the filter with the catheter, and could not retrieve. Utilized 7fr guide, and were able to recover most of it, with 2mm left outside of the guide catheter. At this time physician elected to remove the catheter, sheath, and spiderfx as one (tandem) because they could not get the distal portion of the spiderfx into the catheter or the sheath. After removing the sheath and the guide, the spiderfx became stuck in the common femoral and the wire came off the spiderfx leaving it half in, half out, of the common femoral artery access site. Physician had to hold pressure and sent the patient to surgery where it was retrieved.